Event description:
I was reported to covidien on (B)(6) 2013 that a customer had an issue with a kangaroo e-pump adaptor. The customer reports that the top right hand corner of the power adapter block has a hole from melting.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.